Event description:
It was reported that the pt's lead had moved multiple inches and was removed. The physician estimated that the lead had moved about 3-4 days after the stage 2 implant. The lead was replaced and the pt recovered without sequelae. The lead was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis results for the lead were not available at the time of this report. A f/u report will be sent when analysis is completed.